Event description:
A talent abdominal stent graft system was implanted for the treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was 12 mm in length. Vessel morphology was reported as severe tortuosity and no calcification. It was reported that during the deployment, the talent bifurcated stent graft was self-deploying. Consequently, the physician attempted to retract the nose cone and pull the graft down; however, the stent graft was still inaccurately placed, resulting in the coverage of both renal arteries. After deploying the contralateral limbs, the physician then cannulated the left renal artery and placed a renal stent to restore blood flow. The physician was unable to cannulate the right renal artery. A reliant balloon was then inserted and inflated, and after several attempts of pulling downward, the stent graft was pulled below the renal arteries. The final angiogram showed a good result. Post-operatively, later that night, it was reported that the physician implanted an aneurx limb extension on the left side to treat diminished pulses and slow blood flow. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Arterial and venous occlusion; severely tortuous vessels.